Manufacturer narrative:
The reported inability to communicate and premature battery depletion was confirmed in the laboratory. Based on all available parameter and usage information, device longevity was found to be below the expected limits. With an external power supply attached, the device functioned normally. No high current was detected during testing and the power consumption was normal. The original battery was returned to the vendor for further evaluation and analysis could not conclusively determine a root cause for the premature battery depletion.

Event description:
It was reported that when the patient presented to clinic after receiving a vibratory notifier, the device could not be interrogated. It was noted that the device was unable to be interrogated at last device check and there had been prior difficulties with remote transmissions. Premature battery depletion was suspected. Device was explanted and replaced. No patient symptoms were reported.